Event description:
A vaxcel pasv mini port was being placed for therapeutic purpose in 2005. The peel away sheath peeled approximately two centimeters on the perforation and then the handle broke away. The physician was able to use hemostate to continue to peel the sheath in order to complete the procedure.